Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead suspected to be due to non-confirmed lead damage. Provocative testing was performed and the noise was unable to be reproduced. Diagnostic imaging was performed and no abnormalities were observed on the rv lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead suspected to be due to non-confirmed lead damage. Provocative testing was performed and the noise was unable to be reproduced. Diagnostic imaging was performed and no abnormalities were observed on the rv lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.